Event description:
On january 21 2020, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on customer service agent (csa) documentation. The patient reported that the meter issue began ¿6 months¿ prior to contacting lfs and that on (B)(6) 2020 he obtained a result of ¿over 300 mg/dl¿ on the subject meter, performed which he felt was inaccurately high in comparison to his feelings or normal results. The patient manages his diabetes with glimepiride pills and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2020 at 03:00am he developed symptoms of ¿chills and heavy sweating¿ and that he treated his symptoms by eating sugar. During troubleshooting the csa noted that the meter was set to the correct unit of measure and when a control solution test was performed, the result was in range. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly developed symptoms of a serious injury after the meter issue occurred.

Manufacturer narrative:
The subject meter was returned to lifescan for analysis. The subject meter passed performance testing, the reported issue could not be confirmed. A device history record review was performed which did not identify anything during the manufacturing process that could affect product safety or performance. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.